Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited a communication error e226 and had a flickering screen. The issue was found during a therapeutic laparoscopic surgery, and it was completed with the same device. There were no reports of patient harm.